Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 74-year-old male patient for mechanical circulatory support. During insertion, it was reported that once guide was engaged there was a severe dampening of pressure. The right coronary artery (rca) was ballooned several times. A reperfusion arrhythmia occurred and a guideliner was utilized, and the stent would not cross. The medical team decided to change the slender to a 6fr destination but was having difficulty advancing it into the impella sheath. Another guide was introduced, and rca was wired but was found to be in a dissection plane. The patient decompensated, and levo was started, balloon unable to cross and kicked the guide pack, but patient began to stabilize. After several attempts, the impella was left overnight. Sheath was used and access site was closed with mynx control. The patient was presented with good hemostasis.